Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00774, reference MFR report: 3008829311-2017-00775, reference MFR report: 3008829311-2017-00776. Patient had a total of four leads implanted as part of her axium neurostimulator system. Two leads from lot ab2235 were placed bilateral at the l2 vertebral location. One lead from lot ab2127 and one lead from lot ab2235 were placed bilateral at the l3 vertebral location. It was reported the patient¿s leads were eroding at one of the lead insertion sites. Patient was placed on a regime of antibiotics. Cultures were obtained, but the results were negative. Physician removed the two leads located at the l2 vertebral level. Patient was referred to wound management for continued monitoring. Physician indicated the wounds are healing.